Manufacturer narrative:
A product investigation was completed: upon inspection of the returned items, it was confirmed that the items were stuck together and could not be removed. The inserter showed significant deformation along the grooves which travel through the aiming arm ball bearings. There were also some scratches on the golden sleeve of the inserter. The complaint condition was most likely caused by repeated use of the device over nine (9) years and not because of a design related deficiency. The 03.010.084 inserter was manufactured in august 2006 and is over nine (9) years old. The returned inserter is in slightly battered condition. The 03.010.051 aiming arm was manufactured in december 2006 and is over nine (9) years old. The returned aiming arm is still in fair condition despite nine (9) years of use. The relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The devices and their adjoining parts are intended to be struck with a hammer, and it is likely that nine (9) years of use in this manner has led to this complaint condition. No design issues were noted during the evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no reported patient or surgical involvement. Event date: unknown; issue discovered during routine inspection on (B)(6) 2016. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: august 30, 2006. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an aiming arm and spiral blade inserter became jammed together during routine set inspection on (B)(6) 2016. At this time, the instruments remain stuck. The devices/issues were found after sterile processing with no reported patient involvement. This report is 1 of 1 for (B)(4).